Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to retract the foot include but are not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. The entrapment and the reported physician breaking the device to remove likely contributed to the foot separation. The reported patient foreign body in patient and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device. Reportedly, the prostyle was deployed and there was some resistance during removal. It was noticed that although the lever had closed completely, the foot had not retracted. As the device could not be removed, the physician broke the device and used the actuator wire to close the foot to remove the device. Upon device removal it was noted that the foot (or a portion of the foot) was missing from the device. Fluoroscopy was taken and the foot of the device was not seen. It was unknown if it had remained in the patient anatomy. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.